Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that brown particulate matter was present on a syringe within the plunger. To support the investigation, one unpackaged sample and a photograph were provided for evaluation by the quality team. A visual inspection was conducted, revealing that the syringe plunger rod had a particle attached to its bottom with a piece of tape. The photograph confirmed the condition of the received sample. No additional defects or imperfections were observed. The sample was subsequently sent to a laboratory for analysis; however, the results were inconclusive because the foreign matter was affixed to tape, which interfered with identification. A device history record review was performed for material number 301031, lot 5153591. The review did not indicate any quality issues during production that could have contributed to the reported condition. No related quality notifications were identified, and all processes and final inspections were completed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the returned sample analysis, the customer¿s reported observation has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301031 batch #5153591. Rcc received a complaint via email. Brown particle on 20cc syringe within the plunger, was there an injury - no, was there a death - no. Noted before use.